Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin leaked from the septum after filling multiple cartridges. The user's blood glucose (bg) level was 525 mg/dl. The user addressed the bg level with a manual injection. The user successfully loaded a new cartridge.